Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. Device remains implanted.

Event description:
It was reported that the patient had been experiencing low flow rates over a 24 hour period. The patient presented to the outpatient clinic feeling nauseous, lightheaded and vomiting. The patient's inr was checked and he was given a dose of lovenox, sent to the hospital and given a trans-thoracic echocardiogram (tte) which showed a dilated left ventricle. He was admitted to the intensive care unit and started on a high-dose heparin IV. The pump was heard to have a grinding noise. The logs of the ventricular assist device (vad) showed a drop in flow and power. It was recommended that the speed of the pump be decreased. CT angiography revealed no obstruction in the outflow graft. Three days after the patient was admitted to the hospital the "hum" from the pump was reported to be "near normal" and the patient was hemodynamically stable. The patient has since been discharged from the hospital and is taking coumadin and aspirin for anticoagulation. The device remains implanted and so will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced low flows and grinding noises were heard from the pump. The patient received treatment for suspected thrombus and was discharged home with an anticoagulation therapy. The device ((B)(4)) was not returned to the manufacturer for evaluation as it remained implanted; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple 'low flow' alarms and a sudden sustained decrease in estimated vad flow on the day of the reported event. A possible root cause of the reported "inadequate flow rate" event may attributed to an inflow or outflow occlusion as a result of thrombus ingestion within the device. A possible clinical factor that could have contributed to the formation of thrombus is the patient's inr of 1.3. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.